Event description:
The patient had an occlusion alarm while wearing the pod between 4 to 24 hours. When removed from the infusion site (leg). It was reported that the needle did not retract back into the pod. As treatment, patient was able to activate a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received partially deployed. The pink slide insert was observed in the viewing window but the linkage assembly was observed to not have fully retracted, leaving the formed needle exposed out of the devices housing window. Upon removal of the top housing, the linkage assembly and formed needle did not retract. The needle mechanism was reset and deployed as intended upon manual rotation of the ratchet gear. Removal of the linkage assembly revealed damage to the linkage assembly and mechanism rail swage. The damage to the linkage assembly resulted in the needle mechanisms failure to retract following the deployment. The device was downloaded. Download data shows timeouts near the end of the devices run and an 0x14 alarm was generated, indicating an occlusion during the run. The device was first rerun with a different pdm. The device was unable to complete a 5 unit bolus delivery as the pod rerun download data also shows an 0x14 alarm with timeouts was generated during the rerun. Fluid did not flow through the compete fluid path due to an occlusion in the formed needle. The blockage was cleared by taking a soldering iron to the formed needle. Once the blockage was cleared, fluid flowed normally through the fluid path. No other damages or deficiencies were observed that would cause an occlusion. The source of the occlusion could not be conclusively determined because dried blood was not observed while clearing the blockage. The tip of the formed needle was observed to be damaged and the needle was observed to be bent. The timing of the damage to the formed needle could not be determined due to the device being returned with the needle exposed.